Event description:
Pt was revised because the shoulder was stiff due to chronic massive rotator cuff tear. Upon exposure, the implants appeared to display metal fretting at the morse taper between the stem and the head.

Manufacturer narrative:
Examination of the returned implants by a depuy warsaw product development engineer confirmed minimal fretting inside the stem. The engineer stated minimal fretting is expected in all metal morse tapers. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.